Manufacturer narrative:
Preliminary analysis of the returned home monitor confirmed the reported behavior and revealed that it resulted from a defective power supply.

Event description:
Reportedly, on (B)(6) 2020, during an installation attempt of the subject home monitor, it was observed that it did not light up at all.

Event description:
Reportedly, on (B)(6) 2020, during an installation attempt of the subject home monitor, it was observed that it did not light up at all.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, during an installation attempt of the subject home monitor, it was observed that it did not light up at all.